Event description:
It was reported that the device broke at the distal end during the procedure. The pieces were able to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: broke during procedure . Probable root cause: design -inadequate instrument design for usage process. -instrument manufactured out of specification application. -user not applying forces correctly on instrument. -user applying excessive force on instrument. -user does not size reamer/dilator correctly for graft and/or fixation selected. -instrument used past expected lifetime. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device broke at the distal end during the procedure. The pieces were able to be retrieved.